Event description:
A user facility reported to olympus that after white balance, an error "e216" occurred and the image was lost. The intended procedure was completed using another similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be reproduced. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the hd autoclavable camera head investigation, the loss of image was unable to be duplicated. The combination product, visera elite video system center, was investigated and the video connector lock was found to be defective. It¿s likely that the event occurred because of the faulty video connector lock. Olympus will continue to monitor field performance for this device.